Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a tooth that is loose and slips in and out of being in correct alignment. Once the aligners are off the tooth moves out of alignment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.